Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that his cycler had an unknown alarm during treatment. He canceled treatment. When he opened the cassette door he found fluid leaking in the cassette area. The set was not made available for evaluation. During follow up the patient reported he had used cassettes from the same lot without incident. He had notified his pd nurse and no antibiotics were prescribed.